Manufacturer narrative:
Results of investigation on subject device will be filed in a supplemental report if sample is returned.

Event description:
After securing a-line for operation, user tried to connect a-line to the pt. The pressure tube detached from the female luer (transducer side). User quickly noticed it and changed it to different tube.